Manufacturer narrative:
The complaint is not confirmed. See the attached vendor evaluation for further details.

Event description:
On 01/13/2022 it was reported, by a sales representative via sems, that an ar-6480 dw arthroscopy fluid management device was not responding; no outflow being registered. It happened during a case and another pump was used to complete the case. The patient was not injured. This was discovered during use with no impact to the patient.